Event description:
It was reported that the customer received an incomplete bolus alert. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. The customer delivered a correction bolus via the pump to address bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.